Event description:
The lateral road map failed during the coiling portion of the procedure on our artis q biplane fluoro machine. Unfortunately this happened at a point when the provider was unable to repeat the road map program and it took several minutes to form a work around by using a last run image overlay as a road map. This problem continued 4-5 more times and the physician needed to repeat using old road maps to complete the procedure.